Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. The device was not evaluated by manufacturer for the initial submission, as product had yet to return.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and passed. Functional tests were performed and passed all relevant tests. A "try it" test was performed and passed. An intermittent audio test using the communication tool was performed and passed. The receiver log was downloaded and reviewed finding no error related to the compliant due to the users alert settings. An internal visual inspection was performed and passed. The speaker was measured and found within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.